Manufacturer narrative:
The indication for the index procedure was resting ECG changes. The pt was reported to have one-vessel disease and one lesion was treated during the index procedure. There was no planned staged procedure. The target lesion was the proximal lad. The lesion was reported to be: de novo, and 85% stenosis, was not ostial or a bifurcation lesion, a chronic total occlusion (cto) greater than three months (>3 months). Smooth, a readily accessible proximal segment, not angulated, eccentric, little or no calcium, absent of thrombus, and type c. The lesion was pre-dilated with a 2.5 x 15mm balloon at 6 atm. Three (3) cypher stents were implanted electively in overlapping fashion at 20 atm: a cypher select 3.5 x 28mm stent (stent #1), a cypher select plus 3.0 x 33mm stent (stent #2), and a cypher select 2.5 x 33mm stent (stent #3). The stents were not post-dilated and a satisfactory result was obtained. Ivus was used pre and post-stent. There were no procedural complications or product deviations reported. There was no aspiration of thrombus or distal protection device used. A phone contact with the pt at the one-month period reported the pt was asymptomatic and continuing his medical regimen. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report #9616099-2007-02261, #9616099-2007-02262, and #9616099-2007-02263.

Event description:
The report received from the database indicated that the pt was admitted for the index procedure with the indication for the procedure being resting ECG changes. The pt was found to have one-vessel disease and one lesion was treated during the procedure. Pre-procedure cardiac enzymes were normal. The procedure was done via the retrograde approach. Three (3) cypher stents were implanted successfully in the proximal left anterior descending (lad) coronary artery in overlapping fashion. Post-procedure, the pt was reported to have suffered a peri-procedural non-q wave myocardial infarction (mi). The pt's cardiac enzymes were elevated. This adverse event (ae) was classified as mild in severity, a serious adverse event (sae), and as a peri-procedural non-q-wave myocardial infarction with an undetermined location. It did not require a CABG and there was no evidence of stent thrombosis. It was noted that the pt did not need any treatment but was treated with routine medication. The event was classified as unrelated to the devices and unrelated to the procedure. The report stated that the pt did not require any treatment due to the ae, just routine medication. The pt was discharged two (2) days after the procedure.